Event description:
It was reported that the inner bur broke. The customer returned an unopened package of the same device. The procedure was not delayed and there were no adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once investigation is completed.